Manufacturer narrative:
The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed the supplies to the pump and received multiple resume pump alarms when the cartridge was changed. The customer's blood glucose (bg) level was 690 mg/dl and correction boluses were attempted to be used to address the bg level. The customer was admitted to the hospital and was treated with intravenous insulin and fluids. The customer was discharged 4 or 5 days later; the exact date could be not recalled. The bg level was currently "good". The customer also indicated that the healthcare provider adjusted the basal rate setting. As the customer did not think that the pump training was adequate, a tandem clinical diabetes specialist met with the customer to provide additional training.